Event description:
It was reported that the spinal cord stimulation (scs) patient experienced loss of stimulation in her pain area after a non-device related fall. Both leads had high impedances on several contacts. X-ray imaging confirmed both leads had migrated over one vertebral level down. Reprogramming of the leads was not successful at recapturing pain relief. Therefore, the patient underwent an explant procedure wherein both leads were explanted. The explanted devices will not be returned as they were disposed of by the medical facility. The patient is doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7075547. Analysis of the returned leads sc-2317-70 serial numbers (B)(6), revealed through visual and x-ray inspection, that the leads were bent/kinked 2 cm from the set screw mark of the clik x anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the leads became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point when the leads migrated. Based on all available information, engineers concluded that the high impedance measurements resulting in loss of stimulation were caused by lead fracture. The leads became bent after exiting the clik x anchors which exposed the bent locations to excessive mechanical force or movement that caused the lead cables to fracture.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced loss of stimulation in her pain area after a non-device related fall. Both leads had high impedances on several contacts. X-ray imaging confirmed both leads had migrated over one vertebral level down. Reprogramming of the leads was not successful at recapturing pain relief. Therefore, the patient underwent an explant procedure wherein both leads were explanted. The explanted devices will not be returned as they were disposed of by the medical facility. The patient is doing well postoperatively.